Manufacturer narrative:
Concomitant medical products: product ID 3998 lot# lb7762 serial# implanted: (B)(6) 2003 explanted: product type lead medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-dec-17 reporting that the device was installed in june 2000. It was reported that since installment the patient did not have good pain control. The leads broke after a year and was fixed by a surgery where a paddle lead was implanted. It was reported that the patient also had an ins replacement. The controller was removed because of fluid inflammation around the box. It was reported that it was huge. At that time ((B)(6) 2014), the patient had not wanted the leads removed because they thought they might have another implant in their back or buttock area. After the removal 6 months later, the area opened and leaked a pus-like substance which went on for 2 years. In (B)(6) 2018, the patient bumped their back and began experiencing a lot of pain in the lead area of their back and it began to leak fluid. The patient went to the emergency room for t he pain and was admitted for 3 days where the patient received antibiotics . Surgery was scheduled 2 weeks later to take out the remaining wires and paddle lead. The surgery was scheduled for 2 hours but went on for 6 hours. The patient stayed in the hospital for 3 more days. It was confirmed that the patient's back had healed and they had a minute amount of pain at times. The consumer stated that the device had resulted in 3 surgeries of their back and a total of at least 6 surgeries which resulted in grief, pain, and lost time. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# lb7762, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient regarding a patient with an implantable neurostimulator (ins) for phantom limb pain. It was reported that the ins battery was already removed because it was inflamed and swollen. The patient stated that they still had their leads implanted. It was reported that the ins was removed about two years ago (2016). It was also reported that the patient had a lot of pain in their back where the leads were. The patient was at the va for two days where they took x-rays and ultrasounds, but the surgeons never got back to the patient about what they found. The caller wanted an hcp to find another doctor that knew what to do and to possibly remove the leads. It was reported that the patient¿s pain, where their leads were in their back, began about two weeks ago ((B)(6)2018). No further complications were reported/anticipated.